Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination showed damage to the battery door and the lower left front corner. The device was powered on and battery levels were checked. The device gave a "battery not working" error message. The issue was determined caused by the battery.

Event description:
It was reported that the interconnect board was not functioning. No adverse effects to patient reported.